Manufacturer narrative:
Method: followed up with company representative.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at level l1 on (B)(6) 2011. The procedure was completed successfully. On (B)(6) 2011, the patient presented in the ER with extreme back pain. An MRI showed that the patient had further progression of the fracture at l1 with posterior retropulsed bone on the spinal cord. At this time, it is unknown if the patient needs further surgical intervention. No further information was reported.